Event description:
A female patient with pad underwent angioplasty/stenting of the common iliac on (B)(6) 2014. Flexor ansel guiding sheath was used to cannulate right common iliac. Very tight bifurcation. After angioplasty/stenting went to pull out sheath. Tip of sheath hung up on bifurcation and broke tip off, approximately 3 cm. Spent 2 hours trying to retrieve tip which was unsuccessful. The patient was sent to the o.r. For retrieval. On (B)(6) 2014 - district mgr confirmed the tip of the sheath was successfully removed from the patient and the patient has been reported to be doing fine at this point.

Manufacturer narrative:
Catalog #: ksaw-6.0-18/38-55-rb-anl2-hc. Expiration - unk. No product has been returned; however, the complaint of separation has been confirmed based on customer's statements of the event. Flexor (tm) sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection to insure correct inside diameter and outside diameter of tubing, material is free from surface defects, bumps, bulges and protruding coils between within specification from end to end. In addition, the IFU cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Design verification has confirmed sheath strength per iso 11070. Although 100% of these devices are inspected by quality control for surface integrity and design verification testing confirms device tensile strength, the sheath was reported to have separated. Without benefit of inspecting the complaint device, it is difficult to determine with certainty why the failure mode occurred. We have notified the appropriate internal personal and continue to monitor for similar events. No additional actions required at this time. Per qera, additional action is not required at this time based on the associated risk.